Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. The customer had already connected to a separate aline and transducer system with good waveform. The customer was advised to disconnect the fiber optic plug to stop the alarm. There was no reported injury to the patient.